Event description:
Reportable based on device analysis completed on 16-jun-2025. It was reported that crossing difficulties were encountered. The 78% stenosed target lesion was located in the severely calcified mid-right coronary artery. A 2.50 x 48mm synergy xd drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with a different device. The patient was stable, and no complications were reported. However, returned device analysis revealed stent detachment.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr ous 2.50 x 48mm was returned for analysis. A visual and tactile examination identified multiple kinks along the hypotube shaft. A visual and tactile examination revealed that no stent was attached to the delivery system. A microscopic examination of the balloon cones was subjected to positive pressure. Crimp markings were visible on the balloon. No issues were noted with the bumper tip. No issues identified with the outer / mid-shaft sections or the inner lumen of the device.